Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 (mg/dl) on (B)(6) 2016. Reportedly, customer had programmed a bolus on the pump for a certain amount of carbohydrates to be consumed; however, customer did not eat enough carbohydrates during their meal as previously programmed. Customer treated bg level by eating a granola bar. It was also reported that customer experienced a low bg level of 63 (mg/dl) on (B)(6) 2016. Reportedly, customer did not eat an appropriate snack before bed time the night before. Customer consumed food to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.